Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The initial reporter was identified.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving dilaudid [2mg/ml] at a rate of 0.1468mg/day via intrathecal drug delivery pump. The indication for use of the pump was described as non-malignant pain and cervical/neck. It was reported that the patient was hospitalized on (B)(6) 2016 with diarrhea and hypertension. There were no alarm logs. The hcp was questioning withdrawal and drug stability; the patient had his last refill on (B)(6) 2015. No further information related to the initial reporter, event date, diagnostics performed, actions/interventions taken, patient outcome, and the cause of the adverse event was provided. Follow-up was being requested to obtain additional information.